Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is not delivering the proper amount of insulin. Customer has been experiencing high blood glucose readings. The blood glucose reading is 136 mg/dl. Customer stated that after lunch he bolused and four hours later he was high, he didn't see the insulin pump delivered bolus. During troubleshooting, the time was off by two hours. Explained to customer that incorrect time will affect the basal rates and deliveries. Nothing further reported.